Manufacturer narrative:
The treatment data files related to the reported event were not available for review by the MFR. It was noted that in the hour of the excessive fluid removal, the machine was reported to have alarmed three times for incorrect weight change alerting the user of the detected imbalance. Upon inspection, it was determined that the machine performed to MFR's specifications. In addition to this MDR, a separate MDR was filed on the prismasate on 05/03/2007 (MDR 1051129-2007-00007).